Manufacturer narrative:
Date of event was approximated to (B)(6) 2012, implant date, as no event date was reported. (B)(6). (B)(4) the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage single handle kit device was implanted into the patient during a tension-free vaginal tape + hysterectomy procedure performed on (B)(6) 2012 to treat stress urinary incontinence. During the procedure, there was a small perforation of the bladder and had to reposition the mesh until it was clearly outside the bladder. There was also a small tear in the vaginal mucosa near the urethra. There was no bleeding noted after the procedure. The patient was then awakened and transferred to the recovery room in stable condition. There were no complications. The patient tolerated the procedure well. After the implantation, the patient experienced unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.